Event description:
New information received notes the patient was in stable condition after the patient's left ventricular lead was turned off.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pectoral, diaphragmatic and phrenic nerve stimulation. At all but one vector the patient¿s left ventricular lead did not capture, and at the one remaining vector which captured at high thresholds the left ventricular lead caused the aforementioned stimulation. The patient¿s left ventricular lead was turned off and the patient¿s device was reprogrammed. No further information was available.

Event description:
New information noted that the patient's left ventricular lead was explanted and replaced on (B)(6) 2018. No further information was available.